Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported the device gave an inop error code. Device not in use. No patient harm reported.

Manufacturer narrative:
Date of report: 09/07/2018. Date received by manufacturer: 06/02/2018. Additional information: the customer returned blower assembly was tested and no functional faults were identified.